Manufacturer narrative:
Reliability analysis inspected one opened and used sensor and performed visual inspection and found sensor with cannula damaged. The broken part was found still next to the sensor base. It was unable to be determined if the customer received sensor in said condition due to customer returning the sensor opened and used. The cannula was found to be bent.

Event description:
The customer reported via phone call that they are receiving sensor and calibration errors. The customer's blood glucose level at the time of incident was unknown. Troubleshooting was conducted. The customer's sensors are being replaced and returned for analysis.